Manufacturer narrative:
Additional information was received that surgical intervention was performed and the device was successfully explanted. No adverse patient effects were reported. Additional information was received that another device was not implanted because the patient's ejection fraction had improved. The field representative did not have the explanted device, therefore, it is unknown if it will be returned for analysis.

Manufacturer narrative:
It was later reported that this patient was to proceed to another facility for a possible device change-out as the device was thought to be at end of life (eol). However, the field representative reported this patient has not yet been seen. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. This device had not been checked in nearly five years. Technical services discussed troubleshooting. No tones were noted with magnet application and the patient had not recalled hearing tones in the past. No adverse patient effects were reported. This device is included in the shortened replacement window advisory.

Manufacturer narrative:
Resolution has been requested from the field representative. No further information has been received to date. This investigation will be updated should further information be provided.